Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose level. Follow up attempts were made to complete troubleshooting with customer, however, the customer did not respond to follow up attempts. No additional information was provided.